Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose. Blood glucose reading was 31 mmol/l. Customer had treated high blood glucose with insulin pump. Troubleshooting was performed. Customer reported air bubbles in the reservoir. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer was using auto mode feature during reported high blood glucose event. The device will not be returned for analysis.